Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included unable to walk. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included body mass index normal. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), docusate sodium (colace), ibuprofen since (B)(6) 2018, metronidazole since (B)(6) 2018 and oxycodone since (B)(6) 2018. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced headache ("headaches"). In 2012, the patient experienced migraine ("migraines/headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis") and infection ("infection (other)"). In 2015, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ loss (specify which one)"). In 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2018, the patient was found to have neoplasm ("tumor / teratoma / cancer"), teratoma ("tumor / teratoma / cancer") and neoplasm malignant ("tumor / teratoma / cancer"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue"), back pain ("back pain"), abdominal pain upper ("stomach pain") and flank pain ("side pain") and was found to have vitamin d decreased ("low vitamin d "). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine, fatigue, infection, tooth disorder, headache, nausea, neoplasm, teratoma, neoplasm malignant, vaginal discharge, weight increased, alopecia, abdominal pain upper, flank pain, anxiety and depression outcome was unknown and the abdominal pain and back pain was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, back pain, depression, fatigue, flank pain, headache, infection, migraine, nausea, neoplasm, neoplasm malignant, pelvic pain, teratoma, tooth disorder, urinary tract infection, vaginal discharge, vitamin d decreased and weight increased to be related to essure. The reporter commented: over the next several months, sought treatment. Because of the requirement to undergo removal of the essure devices patient will be left with serious injuries. She had abdominal surgery to remove your uterus and right fallopian tube and right ovary. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media : reporter added. Event added as low vitamin d. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included unable to walk. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included body mass index normal. Concomitant products included docusate sodium (colace), ibuprofen since (B)(6) 2018, metronidazole since (B)(6) 2018 and oxycodone since (B)(6) 2018. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced headache ("headaches"). In 2012, the patient experienced migraine ("migraines/headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis") and infection ("infection (other)"). In 2015, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ loss (specify which one)"). In 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2018, the patient was found to have neoplasm ("tumor / teratoma / cancer"), teratoma ("tumor / teratoma / cancer") and neoplasm malignant ("tumor / teratoma / cancer"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue"), back pain ("back pain"), abdominal pain upper ("stomach pain") and flank pain ("side pain") and was found to have vitamin d decreased ("low vitamin d "). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine, fatigue, infection, tooth disorder, headache, nausea, neoplasm, teratoma, neoplasm malignant, vaginal discharge, weight increased, alopecia, abdominal pain upper, flank pain, anxiety and depression outcome was unknown and the abdominal pain and back pain was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, back pain, depression, fatigue, flank pain, headache, infection, migraine, nausea, neoplasm, neoplasm malignant, pelvic pain, teratoma, tooth disorder, urinary tract infection, vaginal discharge, vitamin d decreased and weight increased to be related to essure. The reporter commented: over the next several months, sought treatment. Because of the requirement to undergo removal of the essure devices patient will be left with serious injuries. She had abdominal surgery to remove your uterus and right fallopian tube and right ovary. Discrepancy noted in date of insertion (B)(6) 2011 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included unable to walk. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included body mass index normal. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), docusate sodium (colace), ibuprofen since (B)(6) 2018, metronidazole since (B)(6) 2018 and oxycodone since (B)(6) 2018. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced headache ("headaches"). In 2012, the patient experienced migraine ("migraines/headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis") and infection ("infection (other)"). In 2015, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ loss (specify which one)"). In 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2018, the patient was found to have neoplasm ("tumor / teratoma / cancer"), teratoma ("tumor / teratoma / cancer") and neoplasm malignant ("tumor / teratoma / cancer"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue"), back pain ("back pain"), abdominal pain upper ("stomach pain") and flank pain ("side pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine, fatigue, infection, tooth disorder, headache, nausea, neoplasm, teratoma, neoplasm malignant, vaginal discharge, weight increased, alopecia, abdominal pain upper, flank pain, anxiety and depression outcome was unknown and the abdominal pain and back pain was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, back pain, depression, fatigue, flank pain, headache, infection, migraine, nausea, neoplasm, neoplasm malignant, pelvic pain, teratoma, tooth disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: over the next several months, sought treatment. Because of the requirement to undergo removal of the essure devices patient will be left with serious injuries. She had abdominal surgery to remove your uterus and right fallopian tube and right ovary. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2020: pfs received. Historical drug, medical history added. Events: psychological or psychiatric problems condition: depression, anxiety added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included body mass index normal. Concomitant products included codeine phosphate; paracetamol (tylenol with codeine no.3), docusate sodium (colace), ibuprofen since (B)(6) 2018, metronidazole since (B)(6) 2018 and oxycodone since (B)(6) 2018. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraines"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), infection ("infection (other)"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), back pain ("back pain"), abdominal pain upper ("stomach pain") and flank pain ("side pain") and was found to have neoplasm ("tumor / teratoma / cancer"), teratoma ("tumor / teratoma / cancer"), neoplasm malignant ("tumor / teratoma / cancer") and weight increased ("weight gain/ loss (specify which one)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine, fatigue, infection, tooth disorder, headache, nausea, neoplasm, teratoma, neoplasm malignant, vaginal discharge, weight increased, alopecia, abdominal pain upper and flank pain outcome was unknown and the abdominal pain and back pain was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, fatigue, flank pain, headache, infection, migraine, nausea, neoplasm, neoplasm malignant, pelvic pain, teratoma, tooth disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: over the next several months, sought treatment. Because of the requirement to undergo removal of the essure devices patient will be left with serious injuries. She had abdominal surgery to remove your uterus and right fallopian tube and right ovary. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Most recent follow-up information incorporated above includes: on 6-dec-2018: plaintiff fact sheet and medical record was received. Events added from pfs- urinary tract infection, infection (other), dental problems, headaches, nausea, tumor, cancer, teratoma, vaginal discharge, weight gain, hair loss, back pain, stomach pain, side pain, she did not undergo confirmation test. Reporter information, medical history, concomitant drug, age, aka name were added. Events- abdominal pain, back pain outcome were updated. Event pelvic pain make as intervention required. Essure removal date were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included unable to walk. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included body mass index normal. Concomitant products included codeine phosphate; paracetamol (tylenol with codeine no.3), docusate sodium (colace), ibuprofen since (B)(6) 2018, metronidazole since (B)(6) 2018 and oxycodone since (B)(6) 2018. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced headache ("headaches"). In 2012, the patient experienced migraine ("migraines/headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis") and infection ("infection (other)"). In 2015, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ loss (specify which one)"). In 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2018, the patient was found to have neoplasm ("tumor / teratoma / cancer"), teratoma ("tumor / teratoma / cancer") and neoplasm malignant ("tumor / teratoma / cancer"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue"), back pain ("back pain"), abdominal pain upper ("stomach pain") and flank pain ("side pain") and was found to have vitamin d decreased ("low vitamin d "). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine, fatigue, infection, tooth disorder, headache, nausea, neoplasm, teratoma, neoplasm malignant, vaginal discharge, weight increased, alopecia, abdominal pain upper, flank pain, anxiety and depression outcome was unknown and the abdominal pain and back pain was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, back pain, depression, fatigue, flank pain, headache, infection, migraine, nausea, neoplasm, neoplasm malignant, pelvic pain, teratoma, tooth disorder, urinary tract infection, vaginal discharge, vitamin d decreased and weight increased to be related to essure. The reporter commented: over the next several months, sought treatment. Because of the requirement to undergo removal of the essure devices patient will be left with serious injuries. She had abdominal surgery to remove your uterus and right fallopian tube and right ovary. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-mar-2020: social media: reporter added. Event added as low vitamin d. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.